Event description:
A report was received that the patients lead was not in the right location and had high impedances. It was noted that three contacts of the lead was not functioning properly. The patient will undergo a lead replacement procedure.